Manufacturer narrative:
This product was received and tested by technical services and they were unable to duplicate the white screen / blank image failure. They were able to confirm that the device had poor image quality and a vertical line on the screen caused by an lcd failure. The failed lcd module was replaced, the back shell assembly was upgraded and the battery was replaced. The monitor was charged and passed the video image test. The device was certified and returned to the customer.

Manufacturer narrative:
This product has not been received for evaluation, therefore, the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the avl monitor had poor image quality, had a constant line on the screen, and sometimes started up with a white / blank image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.